Manufacturer narrative:
The subject device was not returned for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
As reported, the user performed rirs (retrograde intrarenal surgery) procedure with ureteroscope and soltive fiber. The user use dusting mode of 0.2j (joules) and 100hz to effectively dust the stone in the upper pole of kidney. Total laser time around 2 minutes. However, the tip of 200um fiber found broken during retrieval from the ureteroscope. Around 3-5mm fiber was left in the kidney. The user was able to retrieved the broken part successfully using basket to retrieve the broken part. The patient was reported to be in good condition. There was no patient harm or injury reported on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the most likely cause of the tip breaking was due to mis-handling of the fiber. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.